Event description:
It was reported that a lead was implanted, and as they had the right placement for the lead the impedance was checked before the lead was anchored. The impedance values were above 10000 ohms on 0.75 volts. The external battery and trailing cable were changed. Impedance was tested again on 3.0 volts and the impedance values were above 40000 ohms. A new lead was placed. The cause of the product issue was not determined. There were no patient symptoms or complications associated with this event and the patient was alive with no injury at the time of the report. It was noted that the lead was going to be returned. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID: 3877-60, lot# 0208593089, implanted: (B)(6) , explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found no anomaly.